Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a 60mm thoracic aortic aneurysm. It was reported during the index procedure, vamf3834c150tj stent graft was positioned distally using a 2-piece plan, and vamf4040c150tj placed proximal from zone 2.  Following the embolization of the lsca with a coil, contrast imaging revealed a small endoleak . The physician suspected either a type ia endoleak or a type IV endoleak. Touch-up was performed using a non-medtronic balloon. After the touch-up, the endoleak had decreased in size, but after further touch-up, the endoleak was still observed. The exact endoleak type could not be determined. The physician was concerned further touch ups would worsen the endoleak and ended the procedure. Per the physician the cause of the endoleak was due to anatomy. Adhesion of the stent graft was inhibited due to the presence of calcification in the proximal landing zone. The device did not appear to have moved down from its original position balloon during touch up. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: v amf3834c150tj, serial/lot #: (B)(6) ubd: 30-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.